Manufacturer narrative:
Correction: please note that the device availability section was inadvertently reported as (B)(6) 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition of an unknown malfunction was confirmed. An assessment was performed on the device which found that the nose tube was separated from the nose cone and the tip of the nose tube was damaged. It was determined that the cause of this condition was due to component damage caused from normal use and servicing over time. It was further determined that the failure was caused by worn out components, and not improper construction and design as reported in the previous medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. It was determined that the reported condition was due to be improper construction and design. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the short attachment device roll pins were missing. It was noted that the attachment was in two parts, and the two spiral pins were missing, the color ring had completely fallen off, and the warning symbol was missing. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, cone verification, and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.